Event description:
Multi connector for the fiber optic cable (pac-x) can be twisted a little bit. It is indicated "catheter failure" at the bottom of the monitor. No patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information was received on july 9, 2015 with the following. The dysfunction was detected during surgery on (B)(6) 2015. The monitor in use was connected to the patient when the error was displayed. The event led to an increase in surgery time (exact time unknown). There was no harm to the patient due to the incident and surgical delay. The patient was under anesthesia when the event occurred.

Manufacturer narrative:
Integra completed its internal investigation 05/26/2015. Method: DHR review, review of complaint management database for similar complaints, visual, results: DHR reviewed for cam02 monitor serial number (B)(4). No non-conformance reports were raised during the manufacturing process for this console. A review of cam02 complaints from dates april 24, 2014 to may 6, 2015 was completed using the complaint description "catheter failure" in the search criteria. A total of (B)(4) complaints contained the search criteria. The quantity of complaints over the review period with the key word identified in the complaint review can be calculated as (B)(4). The failure analysis investigation verified the icp, ict and pmio cable connectors were loose and had to be fixed. However, the complaint incident "catheter failure" could not be duplicated the cam02 monitor was calibrated and safety tested the results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The cam02 log file was reviewed specifically to complaint awareness timeframe april 2015. The review did identify error code e2010 which occurred during april error code e2010, indicates a catheter failure if the problem occurs with several optical catheters it could indicate a damaged camcabl or sensor board . Conclusion: the customer complaint was verified, however a root cause was not determined since the cam02 monitor was verified as performing to specification a possible root cause was identified as the customer's camcabl.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.